Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a low anterior resection procedure, the device did not fire and the there was an incomplete staple line. When the surgeon was trying to cut the intestine, the surgeon found out that the handle of the device was jammed, unable to fire and produced incomplete staple line. The doctor asked to change another devices to complete the case. There was no patient injury noted during this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a low anterior resection procedure, the device did not fire and the there was an incomplete staple line. When the surgeon was trying to cut the intestine, the surgeon found out that the handle of the device was jammed, unable to fire and produced incomplete staple line. The doctor asked to change another devices to complete the case. There was no patient injury noted during this event.